Event description:
The customer reported that the tubing leaked while on a patient. There was no patient harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing leaked while on a patient. There was no patient harm.

Manufacturer narrative:
The customer report that the tubing leaked was confirmed. Visual inspection showed no anomalies. During functional testing fluid was observed to be leaking out from the vent of the filter. During pressure testing fluid also leaked out from the filter vent. The root cause of the customer's report was not identified.

Event description:
The customer reported that the tubing leaked while on a patient that was in the picu 10 unit. There was no patient harm.